Event description:
According to the reporter during a trochanteric fixation nail (tfn) procedure, the helical blade would not insert and advance completely. Surgeon removed blade and inserted a shorter blade, but ended up having to finish advancing the blade by hand to seat it completely. Surgeon suggested the insertion handle may be bent and distorted. Insertion handle is available for return. It is not known if blade will be returned or has been discarded by the hospital. To date all available information has been provided and documented. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.